Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the settings not available message was high impedances and a return of pain. The issue was resolved. They were able to program around the high impedances to give the patient needed therapy.

Event description:
Caller reports seeing the patient (pt) yesterday for reprogramming as pt was having a return of pain. Caller noted that pt's controller was showing "settings not available" when he was connected to her ins with controller. Caller reports seeing red "x" on 0, 4, and 5 on connectivity check but then was also doing full impedance check and seeing green checks as well. For the last impedance check that caller did, electrode 0 was consistently showing as red "x" with all the pairs but that electrode 4 was showing an exclamation point and electrode 5 was showing as green. Tss reviewed target impedance values for electrode programming and using full impedance check with pts who are having issues with their therapy. The pt did not have any falls when caller asked. Caller was able to program around impedance issues to establish stim therapy again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.